Event description:
The recipient is reportedly not receiving any benefit from the device. A review of the recipient's test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information - section d6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time as it is considered too risky due to anatomy concerns. The recipient will reportedly be a non-user, and uses their contralateral ear for sound input instead. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.